Event description:
During follow up, noise resulting in oversensing and automatic mode switch was observed on the atrial lead. The device was reprogrammed to resolve the event and the patient was stable.